Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed its initial system setup test during system leak verification. The technician recommended replacing the trilogy 3-way solenoid and proportional valve (aecm) to address the issue. Follow up repairs will be handled by (B)(6). Fco may not be implemented until repair is complete. A supplement report will be filed if additional information becomes available.